Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. Technical services discussed some testing options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The morphology changes led to some undersensing and oversensing. The patient was in a fight at the time of the shock. The sensing vector at the time of the shock was set to the primary sensing vector. Technical services advised some programing options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. Technical services discussed some testing options. There were no additional adverse patient effects. The system remains implanted.